Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The device evaluation found the stent had torn near the side flap and there was a mark where forceps had been applied near the side flap. A root cause could not be identified. Based on the results of the investigation, the most probable cause is due to a stress problem which may have occurred due to the following factors: grasping near the flap area, pulling the stent with excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that after 16 months of being indwelled, when attempting to replace the stent during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, it could not be removed. When grasped with a forceps, it was torn off. The stent's strength was in doubt. The stent was ultimately removed using the gripping forceps and a new stent was replaced. A second procedure was not required to remove the stent. The event resulted in a procedural prolongation of less than 30 minutes. There was no health hazard reported due to the event.

Manufacturer narrative:
E1/initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.